Manufacturer narrative:
Technical evaluation: the device has a series of kinks on the proximal and distal sections. The majority of the kinks may have been inflicted because of the packaging condition in which the device was received. The kink referenced in the incident form is located at 28cm from the hub. Conclusion: the device appears to have been bent beyond its flexibility limit during preparation, the bend followed a sharp angle almost fracturing the shaft. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1626-03.b, (lot # l13826). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l13826) indicated that 100% inspection of the devices resulted in (B)(4) rejects. All parts that failed inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4).

Event description:
The physician kinked the catheter as he was preparing it on the table. He said he bent it too far without having the wire in it and it kinked. He opened another unit and continued the case without incident.